Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a damaged battery; this condition had the potential to interrupt delivery. This was discovered before use in an unknown care area. There was no report of patient/user involvement, injury or medical intervention in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery was confirmed and reproduced by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be use/user error. This condition was resolved by replacing the main battery and battery harness. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.